Event description:
During a revision surgery, the conical extraction screw broke during screw removal. All broken parts were retrieved and the screw was successfully removed. Details of the revision surgery are unknown at this time. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.